Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range right ventricular (rv) lead and right atrial (ra) lead pacing impedances. There was intermittent noise on the rv channel with oversensing. This resulted in multiple stored non-sustained ventricular episodes. The rv pacing impedance had reached up to 1300 ohms while the ra lead was greater than 3000 ohms. It was noted that the ra lead had previously been programmed off due to this. Technical services (ts) suggested in-clinic evaluation and possible lead replacement. While in clinic, this system was programmed to have therapy turned off. Both leads were not manufactured by (B)(6). It was noted that this patient has a left ventricular assist device installed as well. No additional adverse patient effects were reported. Currently, this ICD system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).